Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed to be within the infusion set tubing. Tandem technical support instructed the customer to prime out the air bubbles to address the issue. Customer's blood glucose level was 278 mg/dl.